Event description:
It was reported that the physician observed intermittent undersensing from this implantable pacemaker, with very low sensing amplitude measurements from both the right ventricular (rv) and right atrial (ra) leads. Boston scientific technical services (ts) was contacted and confirmed that the ventricular and atrial sensing measurements were significantly below the recommended values for chronic r-wave and p-wave amplitude measurements. Ts recommended repositioning both leads to resolve the event. The specific lead details were unable to be provided. It was noted that a repositioning procedure will be performed at an unspecified date to resolve the event, but no further information was able to be provided. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the physician observed intermittent undersensing from this implantable pacemaker, with very low sensing amplitude measurements from both the right ventricular (rv) and right atrial (ra) leads. Boston scientific technical services (ts) was contacted and confirmed that the ventricular and atrial sensing measurements were significantly below the recommended values for chronic r-wave and p-wave amplitude measurements. Ts recommended repositioning both leads to resolve the event. The specific lead details were unable to be provided. It was noted that a repositioning procedure will be performed at an unspecified date to resolve the event, but no further information was able to be provided. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in d6a (implant date).